Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments with a total length of 525 mm. It was observed that the lead was severed 61 mm from the terminal pin and the cathode coils were fractured 140 mm from the terminal pin. The helix was already extended with dried body tissue entwined. Thus, the allegation of a damaged lead was confirmed.

Event description:
----

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition due to lead damage. A revision was done to replace the lead. This rv lead was explanted and is no longer in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
Additional information received that the patient was not pacer dependent and no episodes of asystole were reported. It was also reported that the patient had an acute increase in pacing threshold. No adverse patient effects were reported.